Manufacturer narrative:
Device evaluation: the device of lot number c1791515 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zso-7-5 are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zso-7-5 of lot number c1791515 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1791515¿. It should be noted that the instructions for use (ifu0045-7) states the following: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent¿ it also says, ¿visually inspect with particular attention to kinks, bends and breaks¿. ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener. Summary: the complaint is confirmed based on customer testimony and or rep testimony. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 12-jan-2023.

Event description:
When they used wire guide in to the zso-7-5 after using the straightener for stent was straightened with the pigtail, wire guide could not insert in to the zso-7-5. Because pigtail was kinked. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please indicate where the device was stored prior to use? This product was located in the ercp room prior to use. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Jag guide wire - outer diameter 0.035in. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Unknown. Was the wire guide inspected for damage prior to use? Yes, it was. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. If not with the device in question, how was the procedure finished? They finished procedure after using another zso-7-5 product. Had a sphincterotomy been performed prior to this occurrence? Unknown. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus, tjf260v, 4.2mm. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. Please indicate the location in the body where the stent device was to be placed i.e. Biliary duct, pancreatic duct, other? Unknown. Was resistance encountered when advancing the wire guide to the target location? Unknown. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used? Unknown. Was resistance encountered when advancing the introduction system in place to the target location? Unknown. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient). After placement, was stent position verified? If yes, please describe how. Unknown. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Unknown. Did any section of the device detach inside the endoscope or patient? Unknown.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.